Event description:
On (B)(4) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr result when comparing to their comparative instrument. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On 03/30/2012 the incident was identified and linked to an investigation that was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.